Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU), states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint since the device was not returned for analysis. The investigation determined that the reported complaints appear to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left anterior descending artery. During preparation of the 3.5x8mm nc trek neo balloon dilatation catheter (bdc), the balloon was not soaked in saline. The bdc was advanced to the lesion with resistance noted with the calcification. The balloon was inflated once to 6 atmospheres however a leak was noted and a balloon rupture suspected. The bdc was removed without issue. The procedure was completed with another bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.